Event description:
Per the clinic, the device was explanted for unspecified medical reasons. The device was explanted on (B)(6) 2012. There are no plans to reimplant as of the date of this report (B)(6) 2012

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.